Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimates were inaccurate. Reportedly, the contact stated that the customer changed out the supplies and was not seeing drops of insulin exit the end of the tubing during filling. The contact stated customer loaded new supplies and was able to see insulin drips. There was no impact to the customer's blood glucose level.